Manufacturer narrative:
Corrections made to the following fields: date of event : (B)(6) 2017. C92034 - communication prob. Identified. Conclusion: c139471 - cause not established. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 22july2019. Technical services confirmed the reported problem. Technical services walked them through the process of teraterm install and configuration. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the computer does not communicate with vent. There was no patient involvement.